Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed redness, tenderness, and marble-size lumps. The patient was treated with prednisone.